Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that on (B)(6) 2023, the cement in question was used in the surgery via tka for oa. In the surgery, when 50 g of said cement was agitated and applied to the tibial implant, early hardening was observed. That was less than 3 minutes after the monomer was put in. The surgery was completed successfully with 30 minutes surgical delay with opening 40 g of backup cement. The said cement was maintained at room temperature (21 celsius) as usual. No intraoperative refrigerator storage." No device associated with this report was received for examination. Lot: 3835654. Manufacturing date: 01 jun 2022. Expiry date: 31 may 2024. Quantity: (B)(4). Product checked: retained samples. Required testing: tm-t150 cement setting time. There is one product non-conformance on this lot, this non-conformance would have an adverse effect on the performance of the cement. Extrusion time: 2 min 15 sec. Mix characteristics: ok. Setting time: 11 min 18 sec. The cement mixed and behaved as expected for the product type and met the appropriate control specification. Setting time was tested using tm-t150. The recorded setting met the control specification of 10 min 00 sec to 14 min 30 sec. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device product number - 3172050, lot number - 3835654 and one non-conformances / manufacturing irregularities related to the malfunction were identified.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2023, the cement in question was used in the surgery via tka for oa. In the surgery, when 50 g of said cement was agitated and applied to the tibial implant, early hardening was observed. That was less than 3 minutes after the monomer was put in. The surgery was completed successfully with 30 minutes surgical delay with opening 40 g of backup cement. The said cement was maintained at room temperature (21 celsius) as usual. No intraoperative refrigerator storage. No further information is available.